Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be an unexpected high ultra-filtration (uf) for this therapy compared to other therapies. If any additional relevant information is received, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 02:27:42. During night drain cycle five, the patient's ultrafiltration reading was 2108ml, indicating the home patient (hp) drained 1828ml more than their maximum programmed fill volume of 2800ml. No additional information is available.